Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd microtainer® map microtube for automated process k2 edta 1.0 mg experienced the device having no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: "there was no label on the package."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd microtainer® map microtube for automated process k2 edta 1.0 mg experienced the device having no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: "there was no label on the package."